Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak and not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer that they were getting unexpected lows when they started using their new shipment of reservoir and infusion sets. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The customer tried using their old stock and did not have the same problem. Troubleshooting was not completed. The reservoir and infusion set will be returned for analysis.